Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed before and during a procedure. The case was successfully completed using the same system; however, there was a 30 to 40 minute delay. There was no impact to the patient.